Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b6 (relevant tests/laboratory data), b7 (other relevant history). G1 (MFR site). H3 (device evaluated by MFR), h6: no nonconformances were identified for this part number, lot number combination. The complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. Visual observation revealed there was a crack on the side of the implant, therefore confirming this complaint. Given the information provided, we cannot determine a definitive root cause as to why the eyelet of the anchor pulled out during the case. However, one possible root cause for the crack can be attributed to excessive force. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Additional pro-code: mbi. Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: shoulder stabilisation: (B)(6) 2019. The implant was inserted and the knot tied as pushing the not down the eyelet of the anchor pulled out and then also cracked the side of the implant. The surgeon had to retrieve this implant. Was able to get out of joint space nil issues. Another anchor inserted. Surgical time increased by 2-3 minutes. No adverse impact on the patient. This report is 1 of 1 for (B)(4).